Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, bhr cup, modular sleeve and anthology stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the hemi head and modular sleeve and these failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Without the details of the cup, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s comorbidities had on his pain and clinical status. The reported pain, elevated metal ions, along with intraoperative findings of necrotic white purulent material may be consistent with findings of pseudotumor and bone loss (erosion). However, the root cause of the reported pseudotumor and erosion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, bhr cup, modular sleeve and anthology stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the hemi head and modular sleeve and these failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Without the details of the cup, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s comorbidities had on his pain and clinical status. The reported pain, elevated metal ions, along with intraoperative findings of necrotic white purulent material may be consistent with findings of pseudotumor and bone loss (erosion). However, the root cause of the reported pseudotumor and erosion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Bilateral patient. It was reported that a revision surgery of the right hip was performed due to unknown reasons. There's no indication of any serious injury or medical intervention performed for left side.